Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 using coolmax and coolcurve+ to the left lower abdomen, right bra line, right lower abdomen and left bra line, on (B)(6) 2014 using coolcurve+, coolcore to the lower abdomen, and to the left and right bra line, and on 27/dec/2015 using coolcurve+ area treated presumed to be flanks (area not specified for this treatment date, and flanks were treated with no treatment date provided). The patient developed paradoxical hyperplasia (pah/ph) of the upper flanks (onset 2 to 3 months post treatment) and bra line (onset not specified) and upper and lower abdomen (onset (B)(6) 2015) diagnosis date not provided. Upm2014234005 and upm2014314001.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 using coolmax and coolcurve+ to the left lower abdomen, right bra line, right lower abdomen and left bra line, on (B)(6) 2014 using coolcurve+, coolcore to the lower abdomen, and to the left and right bra line, and on (B)(6) 2015 using coolcurve+ area treated presumed to be flanks (area not specified for this treatment date, and flanks were treated with no treatment date provided). The patient developed paradoxical hyperplasia (pah/ph) of the upper flanks (onset 2 to 3 months post treatment) and bra line (onset not specified) and upper and lower abdomen (onset (B)(6) 2015) diagnosis date not provided. (B)(4).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.